Event description:
It was reported that patient experienced inadequate stimulation and underwent an explant procedure. The explanted ipg was not returned.

Manufacturer narrative:
Exact date unknown, event occurred 1.5 to 2 years ago from the date the manufacturer became aware of the event.